Manufacturer narrative:
The device is not expected to return as it was abandoned. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was left capped due to dislodgement. The patient underwent surgical intervention to replace the lead but the branch was too small, so the physician decided to leave the lead capped. No additional adverse patient effects were reported. The lead is not expected to return as it was left capped.